Event description:
It was reported that during antibiotic infusions programmed at rates of greater than 205ml/hr, simultaneous flow from the primary and secondary containers was observed. It was also reported that there was not pt injury. The baxter representative stated that this issue was mitigated on site by reviewing proper infusion set up and primary technique.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.